Event description:
Title: sutured ritleng tube intubation for congenital nasolacrimal duct obstruction: large retrospective analysis. The aim of this study is to evaluates the application and clinical efficacy of sutured ritleng silicone tube intubation in children with congenital nasolacrimal duct obstruction (cndo). Patients were divided into 2 groups as those who had previously undergone probing (group 1) and those who underwent ritleng primarily (group 2). 6-0 prolene (eth) was used to fixed to the wing of the nose in the silicone tips. Reported complications: 6-0 prolene (eth) group 2 unilateral group (n=328) abscess (n=1) treatment: not reported suture breakage (n=25) treatment: reintubation unknown complaint (n=5) treatment: dcr surgery. Bilateral group (n=88) unknown complaints (n=6) treatment: unilateral reintubation unknown complaints (n=2) treatment: bilateral reintubation. In conclusion, cndo is a disease that is frequently encountered especially in early childhood and can be effectively treated with appropriate techniques. Among these methods, the ritleng lacrimal intubation system fixed with sutures appears to be a highly permanent and effective treatment method in cndo.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: medicine (baltimore). 2025 aug 15;104(33):e43917. Https://doi.org/10.1097/md.0000000000043917. Pmid: 40826734; pmcid: pmc12366884.